Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was solid white. The customer's blood glucose level was 105 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was assisted. The device will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No white display or missing segments/partial display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was monitored and no unexpected white display, powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board 1 during visual inspection. (B)(4).